Event description:
Falsely elevated sodium (na) and chloride (cl) results were obtained on qc and patient samples. The patient results were not reported to the physician. The samples were repeated on the same instrument and lower results were obtained and reported. Patient treatment was not altered or prescribed on the basis of the falsely elevated na and cl results. There was no report of adverse health consequences as a result of the falsely elevated na and cl results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated na and cl results is that the instrument was running low in volume of two fluids used in processing the electrolyte samples on the integrated multisensor module. Immediately subsequent to the discrepant elevated results, the customer noted that the both the salt bridge fluid and diluent fluid were depleted. The customer corrected the problem by replenishing both fluids, repriming the system, and confirming proper operation by running qc. The discrepant samples were repeated and correct result reported. The instrument is performing within specifications. No further evaluation of the device is required.